Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. The target lesion was located in the coronary artery. A 3.50x24mm promus premier drug-eluting stent was advanced but failed to cross the lesion. Upon removing the device, the stent got caught with the guide and was stripped off from the balloon. The dislodged stent was then retrieved from patient's body and the procedure was completed with a promus premier of the same size. No patient complications were reported and the patient's status was fine.